Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during implant, the physician was having trouble removing the stylet from the lead as it was very hard to pull out and the physician removed the lead with the stylet and was finally able to pull it out. It was also reported that the patient had an infection. The lead was removed and a new lead was used instead. No patient complications have been reported as a result of this event.